Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the rejected new batteries, received error code when refilling, random no deliver alarms, scratches on pump bottom little blurred with vision and buttons were stick and hard to hear alarm. The insulin pump will not be returned for analysis.